Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case fell off customers pants causing the cartridge to be pulled out. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.